Event description:
Pt. Abdomen noted to be swollen and chest tubes draining milky fluid. Abdomenal film confirmed right femoral line to be outside vessel, infusing tpn & fluids into abdomen. Line had been placed 6/29 0835. No device malfunction or user error identified. Pt. Tolerated placement of alternate linedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.